Event description:
The case describes a potential product problem with the medtronic maximo ii dr dual chamber implantable cardioverter-defibrillator generator model d284drg. The case involves a male undergoing upgrade to an implantable cardioverter-defibrillator - ICD- from a pacemaker. He has complete heart block, ventricular tachycardia, and cardiac arrest. He has an existing dual chamber pacemaker in the right subclavicular area. A new right ventricular ICD lead -medtronic sprint quattro secure model 6947-58- was placed without difficulty. A secure and multiply checked connection was made from the previously placed right atrial lead and the new right ventricular ICD lead without difficulty to the medtronic maximo ii dr dual chamber implantable cardioverter-defibrillator generator model d284drg. Upon closing the ICD pocket - pauses in pacing leading to intermittent asystole in the pacing dependent patient was observed. Therefore, the ICD generator was removed from the pocket and the connections carefully and rigorously checked by two operators. In addition, pacing thresholds were checked showing the lead was stable. No abnormalities could be determined. Again, the generator was replaced in the ICD pocket. After several minutes while working on suturing the pocket - pauses in pacing were again observed. Review shows intermittent oversensing of electrical noise causing inappropriate cessation of pacing. At that point, the ICD generator was removed from the leads and a different -and older version- medtronic ICD -medtronic maximo dr dual chamber implantable cardioverter-defibrillator generator model 7278 was used. No further issues or problems were seen. The patient did well after the required interventions to prevent a life-threatening problem. It is the opinion of the experienced cardiac electrophysiologist making this report that there may be an intrinsic right ventricular pace/ sense connector or set-screw problem with the medtronic maximo ii ICD devices. The reporter has been involved with two cases -one here reported- with right ventricular pace/ sense connector issues in the medtronic maximo ii ICD devices. The exact cause of the problem is uncertain. One possible explanation may be a loss of the hermetic seal at the set screw allowing infiltration of fluid shorting out the connection. The medtronic maximo ii ICD devices are recently available devices and therefore, problems may not have been reported to date.